Event description:
The manufacturer received a size mitral 31 cphv from spain with very little information provided. The valve had been explanted due to thrombosis. The distributor reported that the surgeon had no problem with the device. The valve was explanted after echo appeared to show the device was not functioning properly.